Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and received no delivery alarm. The blood glucose value yesterday was high close to 300 mg/dl, at 5pm it came down to 201 mg/dl and this morning it was 94 mg/dl and recent blood glucose was 256 mg/dl, 225 mg/dl, on (B)(6) 2018 at 4:00pm blood glucose was 289 mg/dl. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer reported that the insulin exited at the qr. The insulin pump will not be returned for analysis.